Event description:
Agfa submitted MDR report # 1225058-2012-00003, to the FDA on (B)(4) 2012. This is the 7th occurrence being reported for the same issue/same device, but with a different customer. On (B)(4) 2012, an agfa engineer attempted a service upgrade to impax 7.4 su3 and discovered the site's dicomstore was misconfigured. The misconfiguration could lead to data loss and retakes of patient cardiovascular images. Assessment and evaluation of the site's current data archive and storage requirements as well as any required upgrades will be conducted to ensure an adequate infrastructure is in place to mitigate any further risk. Re-configuration of dicomstore to an acceptable configured state is also underway. This issue was identified by agfa service and no patient harm or impact have been reported for this event.

Manufacturer narrative:
Evaluation summary: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modalities. This tool was discontinued and replaced by cardio purge service (cps) in (B)(4) 2008. A supplemental report will be submitted once the assessment of data storage has been completed at the site and if there is any discovery of data loss. A reportable correction is underway for this issue and was reported to the FDA in (B)(4) 2012. (B)(4).